Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a blank display. The customer also reported that there was a crack in the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the battery cap metal contacts were damaged. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Customer returned pump for an alleged blank display, battery cap contact and cosmetic damage goes around circle part and drops down the compartment found on nov 30, 2022. The pump passed active current measurement, self test, and displacement test. However, unit received with high sleep current. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Swapped pcba 2 board with a test board and sleep current measurement passed. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, missing display window/cover, battery tube threads - cracked, cracked case (battery tube) and stained serial number label. Blank display was not observed during analysis. Blank display not confirmed. Cosmetic damage was confirmed at battery tube threads and case (battery tube). Unable to confirm battery cap damage because original battery cap was not received with pump. Where unit did not pass sleep current. Swapped pcba 2 board with a test board and sleep current measurement passed. Problem isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.